Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this electrode was positioned and during defibrillation testing, a low shock impedance measurement of 20 ohms was noted during the delivery of a shock. As this was the second electrode used for this implant procedure, the physician elected to leave the electrode implanted and in service. No adverse patient effects were reported.